Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence over the past several months. The physician suspected that the patient had developed atrophy. The aus was explanted, and there were no additional patient complications reported.